Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported perforation of vessels, cardiac tamponade, and death appear to be related to operational context. In this case, it is likely that the reported perforation of vessels, cardiac tamponade, and death are related to the patient disease severity or use technique. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device was used to treat a long diffused calcified lesion in the left circumflex artery (lcx). Ten low speed antegrade proximal to mid treatments were performed for 20 to 25 seconds each. It was indicated distal flow was normal at this time. Two additional treatments were performed to the lcx ostium. A grade ii perforation was observed and the lumen increased abnormally with no leakage. A graft master stent was placed in the lcx. During the transfer of the patient to the cath lab, the patient expired. In the physician's opinion the orbital atherectomy device contributed to the perforation, and partially contributed to the patient death.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device was used to treat a long diffused calcified lesion in the left circumflex artery (lcx). Ten low speed antegrade proximal to mid treatments were performed for 20 to 25 seconds each. It was indicated distal flow was normal at this time. Two additional treatments were performed to the lcx ostium. A grade ii perforation was observed and the lumen increased abnormally with no leakage. A graft master stent was placed in the lcx. During the transfer of the patient to the cath lab, the patient expired. In the physician's opinion the orbital atherectomy device contributed to the perforation, and partially contributed to the patient death.